Event description:
26mm sapien 3 valve, 26mm commander delivery system, 14fr esheath as reported through the (B)(6) tavi registry reporting system, the sapien 3 valve was deployed in the native aortic position via transfemoral approach. On postoperative day (pod) 2, the patient developed severe conduction disorder. Permanent pacemaker was implanted and the outcome became ¿remission¿ on pod-11. Per medical opinion, causal relationships between this non-serious injury and both edwards¿ device and tavr were unknown. No patient information such as medical history was available. The device remains deployed in patient and will not be returned for evaluation. This patient was an (B)(6) years old woman. No medical history or measurements were available. The device remains deployed in the patient and will not be returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.